Event description:
The reporter indicated that the surgeon implanted a 12.1mm vich12.1; +4 diopter implantable collamer lens into the patient's left eye (os) in (B)(6) 2022. The patient experienced excessive vaulting. Intraoperatively the lens was removed. The cause of the event was reported as a patient related factor and noted "lens too long. Icl prolapsed forward with corneal touch". It was indicated there is no further intervention. The problem was resolved.

Manufacturer narrative:
(B)(4). Expiration date : 04-30-2024. (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later clarified that the cause of the event was the device and noted "lens too big". H6 - medical device problem code - 1494: off-label use (over 45yrs of age at date of implant) claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).